Event description:
Pt came to the hosp to have his dialysis catheter replaced due to a poorly functioning catheter. A tunneled dialysis catheter was removed and reinserted. The catheter was primed with the volume of heparin listed on the package. The catheter site site began to ooze/bleed 3 hrs after insertion requiring several dressing changes. He was discharged the same day. This is 1 of the 3 pts that has had delayed post procedure bleeding in 2 weeks at this facility. The radiologist contacted the MFR and found that the catheter priming volumes had been changed with the new catheters to accomodate the changes in the plastic catheter with a longer shelf life. Examples of this are: 28cm catheter has priming volumes of 2.5-2.6, while another with a 3 yr shelf life has 2.8-3.0. The catheters were pulled from stock until a full investigation could be performed. The result of this change in priming volume is that if the dfu's are followed in a new catheter, the priming volume, as recommended by the MFR, exceeds the actual dwell volume by at least 0.4cc per lumen. Using these priming volumes, as recommended by the MFR, will result in a 0.8cc intravascular bolus of priming solution. At our institution, as at most institutions, these catheters are primed with 5000u/cc heparin. The result is that pts are being given a 4000u heparin bolus at the conclusion of their catheter placement and each time their catheters are primed. One change we have made is that the pre-dialysis priming volumes for pts who are to start dialysis the same day has been changed. We have also changed to a new catheter vendor until the investigation is completed. These incidents and the resultant changes were communicated to the inpatient and outpatient dialysis staffs.